Event description:
During an implant attempt of the subject device, pacing and sensing in the atrial channel were not possible after lead connection. Reportedly, psa measurements on the associated lead were normal prior to connection, and each lead was confirmed to have been fully inserted prior to tightening of the set-screw; clicking of the associated screwdriver was indicated. Following the reported inappropriate pacing and sensing, the atrial lead was disconnected, remeasured with a psa, and reconnected. Inappropriate pacing and sensing and high impedance (>3000ohms) were indicated. The physician then connected the ventricular lead to the atrial port, and the impedance measured was >3000ohms. Another pacemaker was subsequently implanted instead.

Manufacturer narrative:
On (B)(4) 2012: this event concerns a device that was manufactured and used outside the united states. Analysis is pending.